Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and revealed no anomalies were found. Evaluation summary: (B)(4) performance data collected from the device revealed that there was a power on reset - power on reset parameters. There was one pir for cpu active at fault time illegal address, on (B)(4) 2011. There was one patient alert for one device circuit error on (B)(4) 2011 and a device circuit error on (B)(4) 2011. The device was also returned, analyzed and revealed that there was a ram chip memory error.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and revealed no anomalies were found. Evaluation summary: (B)(4) performance data collected from the device revealed that there was a power on reset - power on reset parameters. There was one pir for cpu active at fault time illegal address, on (B)(6) 2011. There was one patient alert for one device circuit error on (B)(6)-2011 and a device circuit error on (B)(6)-2011.

Event description:
It was reported that device showed electrical reset warning upon interrogation. No patient or physician involved. The device was not used. No patient complications have been reported as a result of this event.